Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was intermittent freezing. The image stayed blue. It was noted that this occurred several times. There was no reported impact on patient outcome. Additional information was received. It was reported that the image was freezing, then there was a blue screen with a message, then the system was rebooted and worked as usual. There was no reported delay to the procedure. The procedure was able to be completed despite the reported incident.

Manufacturer narrative:
(B)(6): blue screen with message a110201: intermittent freezing d10: concomitant product: product ID: 9735762, software version # 2.1.0 concomitant product: product ID: 9735764, lot #: 00763000421434, ubd: unknown, UDI#: unknown concomitant product: product ID: 9736356, lot #: 00763000505516, ubd: unknown, UDI#: unknown g2: this event occurred in spain, see section e. H3, h6: the system was serviced in the field. No parts were replaced, but it was recommended to replace the computer and ssd. Codes b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the software analysis was complete. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2/h6: the system was serviced in the field and the computer was replaced. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, b5: b5 updated to include procedure type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was intermittent freezing. The image stayed blue. It was noted that this occurred several times. There was no reported impact on patient outcome. Additional information was received. It was reported that the image was freezing, then there was a blue screen with a message, then the system was rebooted and worked as usual. There was no reported delay to the procedure. The procedure was reported to be an "axiem procedure." The procedure was able to be completed despite the reported incident.